Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 50 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with gi bleeding and anemia on (B)(6) 2018. On admission, two units packed reb blood cells (prbc) were transfused. Two days prior to being admitted, the patient reported having black stools at home. An upper endoscopy/ colonoscopy was performed on (B)(6) 2018 without evidence of any active bleeding, and one unit prbc was transfused. A video capsule endoscopy was performed on (B)(6) 2018 with active bleed in proximal ileum, and two units of prbc were transfused. Gi recommended ir embolization. One unit prbc was transfused on (B)(6) 2018, two units on (B)(6) 2018 and one unit on (B)(6) 2018. Negative mesenteric angiogram was performed on (B)(6) 2018. Treatment for this event was ongoing.